Manufacturer narrative:
If implanted, give date: (B)(6) 2012. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient presented with pain and recurring incontinence six months following the implant of a miniarc sling system. Surgery was performed and "found multiple adhesions connecting the anterior and posterior of the vagina." The physician "suspects that is what caused the pain." Dissection was performed around the urethra and the mesh of the miniarc could not be located. No further patient complications were reported.